Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail procedure, a 5.0mm hex screwdriver shaft loosened from the handle and the pin broke while tightening a lag screw to a lag screw insertion instrument. The surgeon was able to finish tightening the coupling screw with the broken screwdriver. The rest of the procedure went as planned and this event did not affect the outcome of the procedure. No fragments were generated and no surgical delay was reported. This report is 1 of 1 for (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (5.0mm hexagonal screwdriver, part number (B)(4) , lot number 6646209). The 5.0mm hexagonal screwdriver (B)(4) is one of four 5.0mm hexagonal drivers utilized to engage the locking mechanism in the proximal end of trochanteric fixation nails after the insertion of a helical blade or spiral blade. The driver is not intended for distal locking applications per the associated technique guide. The hex driver shaft was returned disassembled from the handle and with the cross-pins broken; a portion of the distal cross-pin was not returned. The relevant drawing for the returned instrument was reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. As previously reported, a device history record review was performed for the returned instrument lot number and no mrrs, non-conformances or complaint-related issues were identified for the subject device lot. No definitive root cause was able to be determined; the failure modes are consistent with rough handling/wear and tear for multiuse instrument with 2-4 years in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.